Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer failed to power on. The programmer booted up normally. It was also determined at analysis that the stylus was functional but out of calibration and was replaced as a preventative measure. The liquid crystal display screen brightness was too dim, and the paper tray was nearly empty. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer failed to power on. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.